Event description:
It was reported that the patient felt faint and lightheaded and went to the hospital. The pacemaker was found to have no output. The patient had not been seen since 2005. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The device was returned, analyzed, and analysis of the device revealed normal battery depletion.